Event description:
The customer complained of mist coming from a sterrad unit. There were no reports of injury when the event occurred. The field svc engineer serviced the unit and the unit is functioning properly.

Manufacturer narrative:
.